Event description:
Complainant alleged that as a female nurse (age unknown) was picking up the powered-off device from a crash cart she received a slight shock from the back of the unit the nurse did not realize that she had received the shock, until another nurse pointed out to her that she had "jumped" when she picked up the device. She then realized that she had been shocked. The nurse indicated that the shock was a little more intense than a static electricity shock, and likened the intensity to the shock that one sometimes receives when pulling an electrical cord from a wall outlet. The nurse receiving the slight shock was unable to say if the shock felt like a defibrillation shock. The nurse did not need any treatment and had no after effects from the unintended delivery of energy. There was no patient involvement in the reported event.